Manufacturer narrative:
This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by abiomed inc, or its employees that the report constitutes an admission that the product, abiomed inc, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Investigation summary: reported inability to perform required software update on ic9126 was caused by failure to detect service dongle, due to damaged internal wiring in the console.

Event description:
The complainant reported that during service and repair activities, an automated impella controller (aic) was undergoing a software update as part of cybersecurity measures. The usb device and dongle were inserted to perform the update; however, the controller did not recognize the devices and instead displayed the screen typically shown prior to priming. The controller was powered off and the update process was attempted again; however, the software update could not be completed. The issue was identified during service and repair activities and not during clinical use. No patient involvement was reported in association with this event.